Event description:
Follow up information received reported that the patient had not had any more power-on-reset (por) conditions occur on their implantable neurostimulator (ins) since the reprogramming session. The cause of the por could not be determined. Impedance measurements taken were within normal limits. No other diagnostics were performed and it was noted that the patient¿s therapy never stopped due to the por. The patient was reprogrammed and was getting stimulation coverage for their areas of pain. The patient was instructed to call the manufacturer¿s representative if the por occurred again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported a power on reset (por) condition occurred. It was noted the manufacturing representative did not know why the por occurred and they cleared the por before noting the error code number. The reporter stated the implantable neurostimulator (ins) was working fine and therapy was good. It was noted the ins was reprogrammed to increase longevity. It was further noted the ins was at 2.935 v.